Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with recurrent heart failure symptoms like dyspnea. An entry investigation showed high blood pressure and an echocardiogram (echo) revealed at least moderate aortic regurgitation. A computed tomography angiogram (cta) revealed suspicion of an outflow graft blood pathway limitation. The patient's blood pressure was stabilized, and their heart failure symptoms diminished but their mild to moderate aortic regurgitation persisted. The patient remained admitted for further investigation and evaluation of need for an aortic valve reconstruction procedure and outflow graft surgical intervention including possible correction of twist.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 investigation findings: 4251 - undesirable presence of endogenous materials manufacturer's investigation conclusion: evaluation of the submitted computed tomography (CT) image confirmed the reported event of extrinsic outflow graft obstruction (eogo); however, review of the submitted log files could not confirm the reported low flow alarms. Additionally, a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of hypertension and aortic regurgitation could not be conclusively determined through this evaluation. The submitted CT scan captured the side profile of the outflow graft. Inside of the outflow graft bend relief, the outflow graft appeared to be narrowed by material that was consistent with a buildup of biodebris. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the image alone. A specific cause for the development of this formation, as well as the duration of time that it was present during patient support, could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023, per the timestamps. The controller periodic log file contained data from (B)(6) 2022 through (B)(6) 2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the hm3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypertension, that may be associated with the use of the hm 3 lvas. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with recurrent heart failure symptoms like dyspnea. Low flow alarms were noted. An entry investigation showed high blood pressure and an echocardiogram (echo) revealed at least moderate aortic regurgitation. Blood labs were negative for hemolysis. A computed tomography angiogram (cta) revealed suspicion of an outflow graft blood pathway limitation. It was noted that heart failure symptoms diminished after the patient's blood pressure was stabilized; however, mild to moderate aortic regurgitation persisted. The patient remained admitted for further investigation and evaluation for the need of an aortic valve reconstruction procedure as well as outflow graft surgical intervention including possible correction of a twist. Additional information revealed that the patient had a surgery with cardiopulmonary bypass. During this procedure, external compression of the outflow graft was reportedly found to be the cause of obstruction. After surgery, the patient went to the general department.